Manufacturer narrative:
This implant is not sold in the united states to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the united states at this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Clinical report states the chromium and cobalt metal on levels were found to be high, left hip. Patient due for revision (B)(6) 2011.